Event description:
Report received of an over-delivery of hyperalimentation. The physician orders were to deliver a volume of 1500ml at a rate of 60ml/hr. At 5:45pm a new 1500ml bag of hyperalimentation was hung by a nurse, who did not have inservice on the pump. It was reported that "approximately 1 hour later an estimated 1000ml of hyperalimentation had infused." When the pump was reviewed at the time of over-delivery, it was noted that the rate was at 999ml/hr. The customer could not determine the exact amount of solution the patient had received because the pump volume infused had not been cleared at the initiation of the new solution. The patient was reported as having pulmonary edema post infusion. The patient required mechanical ventilation. The patient also received lasix for diuresis and insulin for high blood sugar. The customer reports the patient recovered from the over-delivery. The customer suspects operator error.